Event description:
It was reported that during a colectomy procedure, the device fired and cut without discharging staple. The bowel had to be handsewn. There was no reported pt consequence. One device is being returned.